Event description:
The device was returned to the service center with a report from the customer contact of device does not function. No add'l info was provided. This is not a reportable malfunction. However, during verification, testing at the service center, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.

Manufacturer narrative:
During testing, at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.